Manufacturer narrative:
This follow-up report is being filled to relay additional information. Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard (tm) ssk femoral catalog # 183300 lot # 460060, agc modular post screw catalog # 153103 lot # 570770, biomet offset tibial tray adaptor catalog # 141490 lot # 207560 , rhk cemented stem catalog # 159403 lot # unknown, biomet offset tibial tray 67mm catalog # 141482 lot # 985260, vngd sskpsc tib brg s 16x63/67 catalog # 183826 lot # 467180, series a pat std 31 3 peg catalog # 184764 lot 494690. Report source: (B)(6). Customer has indicated that the product will not be returned because it was discarded by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-05848, 0001825034-2019-01017, 0001825034-2019-01022, 0001825034-2019-01023. Discarded by hospital.

Event description:
It was reported that the during revision procedure the tibial prosthesis was removed from the patient after several attempts. The femoral and distal tibial components were unable to be removed.